Event description:
Pt had left total knee arthroplasty on (B)(6) 2011. Pt developed tibial pain. X-rays showed osteolysis beneath tibial component of implant, indicating the loosening of the tibial component. Surgery was done on (B)(6) 2012 to replace tibial component. Tibial component was no significantly loose but did pull out with some osteotome prying.